Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had a blank display. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump display remained blank even with new battery and after it was restarted. No significant events leading to the blank display was observed. The customer¿s parent was advised to have customer discontinue use of pump and revert to backup plan. The insulin pump is being replaced and is expected to return for analysis.